Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The ultrasonic sensor was replaced and reworked to ensure continued accurate occlusion detection.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion when an occlusion was present. There was no patient involvement.